Event description:
Procedure: stress ui/ pelvic organ prolapse. According to the reporter: the pt's alleged injury.

Event description:
Per additional information received,as per pfs, ¿outcome attributed to device - pain, infection, urinary problems, recurrence and dyspareunia¿.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Covidien is submitting this report on behalf of (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.